Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt received the product during dialysis treatment and, within 48 hours of the treatment, experienced cardiac arrest before subsequently expiring at home on the same day. It is further alleged by the plaintiff's attorney that the product injured the pt's internal organ system causing death.